Event description:
Reporter indicated that treating physician ordered a chest x-ray due to suspected lead break because the pt has been experiencing an increase in seizure activity. Treating neurologist later indicated that upon review of the x-rays, the lead body appeard to be "twisted." It was reported that the twisted appearance of the lead via x-ray was consistent with conditions that exist when the device is manupulated through the skin. Device diagnostic testing resulted in high lead impecance reading (dc-dc code 7), indicating possible device malfunction. Revision surgery is planned. Review of mfg records for the bipolar lead revealed no anomalies that would adversely affect device performance.

Event description:
Further follow-up revealed that the pt underwent vns therapy system replacement. Both the pulse generator and bipolar lead were replaced. The lead electrodes were not removed due to fibrosis encapsulation.